Event description:
It was reported that the distal locking trocar missed the nail causing the screw to move posterior. While drilling, the drill bit reportedly hit the nail. The surgeon noticed that the screw missed the nail and re-drilled the locking screw through the distal locking portion. The event occurred during a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. There was a reported fifteen (15) minute surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
(B)(6). Additional product codes for this report include hwc. (Expiry date): april 2023. Device was not explanted. Complainant part is not available for return. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 7682816. Synthes manufactured the 10mm/130° ti cannulated trochanteric fixation nail (part 456.315, lot 7682816). Initially, the part was inspected and conformed to the synthes final inspection sheet. The lot was released to the warehouse (B)(4) 2014 with an expiration date of april 2023. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.